Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/6/98).

Event description:
The iab was inserted into the pt on 10/31/97. On 11/1/97, the iab leaked. Blood was noted in the tubing and the iab was removed. No alarm sounded. As a result of the event, the pt had a thrombectomy. The following was reported to datascope on 12/8/97: blood was noted in the pneumatic tubing. The pump was still pumping and no alarms sounded. The dr was notified. The iab was removed. The pt went to the or to have a thrombectomy and fasciotomy of the left leg. As a result of the event, the pt became more hypotensive requiring an increase in isotropic support. After the event, the pt was still intubated. The pt was in critical condition but was stable. [Event complications]: the pt needed to have a thrombectomy-reported 11/4/97. [Pt's current status]: stable-rpt'd 12/8.